Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Information received by medtronic indicated that the insulin pump had motor error during bolus. Customer stated that they were able to clear and were able to rewound the insulin pump. Customer said that drive support cap was normal, and insulin pump was not exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.